Event description:
Caller alleged discrepant inratio inr result in comparison to a referenced point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio inr: 1.5, poc inr: 3.0. The time between testing was within minutes. Reportedly, the finger was "milked" after the finger stick to obtain sample. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: the customer was milking the finger after the finger stick was performed. Squeezing the finger stick site excessively (milking) after the finger stick was performed may have released interstitial fluids into the blood sample. The customer's improper technique cannot be ruled out as a possible root cause for the observed inr results. Data provided by the customer from testing a week prior to (B)(6) 2013 was excluded from comparison testing because the customer did not provide a laboratory reference value. No further analysis of the customer's data was performed from this day. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 1.5, reference: 3.0, mean: 2.25, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot # 304242 on (B)(6) 2013. Results as follows: donor: 231, inratio: 2.9, 3.0, 2.9, reference: 2.68, bias threshold: 1.68-3.68, %cv: 1.97; donor: 203, inratio: 2.9, 3.0, 2.9, reference: 2.92, bias threshold: 1.92 - 3.92, %cv: 1.97. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client' data from inratio and reference tests revealed that test result comparison met accuracy criteria. The customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, therefore, retain products were used for investigation testing. The retain strip testing results met both accuracy and precision criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. As reviewed on (B)(6) 2013, twenty-four (24) discrepant result complaints were reported for lot # 304242, yielding a complaint rate of (B)(4). (B)(4); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.